Event description:
The patient reported an "82" alert on her insulin infusion device. She was advised this is an alert to let her know she has 2 weeks of life left on her device and that she should have been getting an alert every 2 weeks from the time she had 8 weeks of life left. She said she does not remember seeing or hearing any other alerts but she may have silenced the alerts at work without looking to see what they were although she would have thought she would see the alerts at some point. The patient was advised to switch to her backup device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.